Event description:
During the essure application - I experienced severe pain and cramping. The procedure was explained to be a simple 13 minute-approx-procedure. I was in the office over an hour and experienced extreme pain and was given 2 doses of pain medicine, still pain was excruciating. The procedure was not completed due to the shock I was going through. Only one side was completed and the doctor has advised me to try hospitalization to complete the other side which I am terrified to attempt now. This was an in office procedure that went terribly wrong. After 2 weeks, I am still in discomfort but have been given pain medication that helps the pain. I am curious if others have had this happen and is still really a safe product. Dose: 1 application. Dates of use: 2009. Diagnosis: birth control. Event abated after use stopped: no.